Event description:
Hill-rom received a report from a hill-rom technician found the brakes not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling systemas complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found three brake casters not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the three brake casters to resolve the issue. Based on this information, no further action is required.